Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas1603 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that a 4- fr powerpicc had a split at about the 10cm mark and was leaking down the patients arm which is why they removed it and came to realize it had split. No injury reported. Additional information from facility: notes from facility state that the patient had IV fluids and zoledronic acid. No mention of complications with the PICC. On (B)(6) the patient went to the medical day unit. She said that on her visit to the cau her PICC was leaking and they had to use a cannula. She pointed to a bruise on her acf.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. The extension tubing markings were completely worn. A partially circumferential split was observed at the 10cm depth marking. The split occurred within a region of permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving, rounded edges. The edges exhibited material polish. Material buckling was observed in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tubing. Catheter placement, securement, anatomical and physiological features can contribute to flexural fatigue failure.

Event description:
It was reported by the facility that a 4- fr powerpicc had a split at about the 10c m mark and was leaking down the patients arm which is why they removed it and came to realise it had split. No injury reported. Additional information from facility: notes from facility state that the patient had IV fluids and zoledronic acid. No mention of complications with the PICC. On (B)(6) the patient went to the medical day unit. She said that on her visit to the cau her PICC was leaking and they had to use a cannula. She pointed to a bruise on her acf.